Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to neurologic damage, local or systemic (e.g., paraplegia). (B)(6).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated procedure. It was reported that on (B)(6) 2018, the patient presented with spinal cord ischemia and could not move her legs. No spinal drain was placed during the procedure. No arteries were unintentionally covered. The cause of paralysis is unknown. The physician is taking a wait and watch approach.